Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's dsa function was not working. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The original service order 26-oct-2018 indicated that the customer requested a philips bench technician perform an evaluation and corrective maintenance on the device. A repair quote was sent. On 30-june-2019 the customer called again regarding this device and stated they had managed to obtain the necessary parts. The intervention of a technician for the repair was requested .

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.